Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) infusor sv (small volume) leaked from around the coil cap after filling at the hospital. All of the unspecified filling liquid leaked out. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d10 (correction to sample receipt date, initially reported as (B)(6) 2020). Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 19, 2019 - august 20, 2019. H10: the actual device was received for evaluation. Visual inspection on the returned unit via the naked eye noted fluid inside the housing and that this was due to a ruptured bladder. The ruptured bladder was microscopically examined for any signs of abnormality. No anomaly could be identified that caused the rupture. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.